Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported products. The pre-op diagnosis was mentioned as lumbar disc herniation. It was reported that, the screw slipped. Procedure or technique performed was lumbar intervertebral disc herniation, posterior disc removal, and posterior lumbar screw rod fixation. There was no additional treatment or surgery performed as a result of this event.  The reported screw came in contact with patient. There were no symptoms to patient or physician were reported. No further complications reported regarding the event.